Manufacturer narrative:
The customer's test strips and meter were returned for investigation. The returned product was tested using a high level control sample. Testing results (qc range: 2.5 - 3.1 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek inrange meter serial number (B)(4) compared laboratory results using an unknown method. The laboratory result was 3.1 inr the meter result was 6.1 inr. The results were taken within 3 hours. The customer¿s therapeutic range is 2.0-3.0 inr.